Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in pt. Device issue: stent dislodgement. It was reported that the procedure was to treat a pt with triple vessel disease. A total of six stents were implanted during the case. An attempt was made to direct stent the 3.0 x 15 mm xience in the ostial of the rca, (calcification was observed); however, it would not cross. The stent delivery system (sds) was retracted into the guide catheter at which time the stent dislodged, but remained on the guide wire. An attempt was then made to remove the stent implant and guide wire through the sheath, but the stent dislodged in the iliac and floated into the side branch of the femoral. As the stent then appeared lodged in the femoral, no attempts were made to retrieve it. Another 3.0 x 15 mm xience was successfully deployed at the target lesion. There was no pt effects reported. No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering was unable to perform an eval at the time of this report. Eval summary: quality assurance analysis revealed that the sds was returned with blood visible on the balloon. There was contrast visible in the inflation lumen and balloon. The balloon was loosely folded. The distal end of the balloon was bunched. There were crimp marks visible on the balloon between the markers. There were no kinks or damage noted to the tip or inner member. There was no damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.